Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturers representative (rep) reported the consumer was charging with high frequency settings turned on. The consumer then complained of no coverage on the right side, and it was determined the battery was discharged. The rep. Was able to assist the consumer with charging where they were able to get six coupling bars sporadically, and the healthcare provider (hcp) suspected possible scarring over the battery site. The consumer was educated on leaving the device off while charging and what an efficient charging schedule would be. The rep. Was going to meet with the consumer on september 22nd to evaluate coverage since the issue wasnt currently resolved. As of (B)(6) 2016 the rep. Reported it was suspected the pocket was too deep, so the consumer was awaiting a pocket revision. Relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.